Event description:
The customer reported that the images produced were very dark and illegible. Uninterpretable images may produce non-diagnostic quality images, possibly delay patient treatment and would be serious if it were to recur. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The brightness was adjusted during the service call. The system was tested and found to be working as intended and put back into service.